Manufacturer narrative:
One tactisys¿ quartz ablation system was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The tactisys quartz module initialized successfully upon successful completion of the hardware self-test. The network connectivity with the host system was established and real-time visualization of the contact force signal was consistently displayed without interruption. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module with binding of the catheter observed. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were identified.

Event description:
During device preparation, with the patient on the table for the pulmonary vein isolation procedure, the tactisys was turned on, the status bar icon was green and the catheter configuration was loaded for the tacticath. When the catheter was connected, it was not recognized and an error was noted stating: "no catheter connected". The catheter was disconnected and reconnected, but the issue persisted. The tactisys was replaced with one from another hospital to which caused a delay. There were no adverse patient consequences.